Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep said patient got neurostimulator replacement today. Rep didn't know the exact reason for replacement but said patient had slip and falls and device was getting old, close to replacement time. Based on implant date, device wasn't expected to reach eos until june 2026. Rep said he was getting desired settings not available message at 8.1/8.2 ma. Patient programmed with all 8 electrodes at 50usec, and 50hz. Technical services(ts) suggested lowering pulse width and perhaps not use all the electrodes. Ts told rep that system reached it's limit as to the amount of power it can deliver. Impedances were around 600 for all the electrodes. Rep was in group b.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.